Manufacturer narrative:
Device evaluated by MFR: the tip, device shaft, sensor housing and the coefficient values was examined for damage or any irregularities. The shaft showed 3 bends on the shaft. The 1st bend was located 77cm from the tip. The 2nd bend was located 120cm from the tip and the 3rd bend was located 163cm from the tip. There was some coating peeled at the 120cm bend. The tip showed damage in the form of a kink. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The pressure wire was connected to the analysis support test bench and all applicable data was correct as designed, there was no difficulty in connecting the wire to the test equipment. The coefficient was confirmed to be in specification.

Event description:
It was reported that failure to cross the lesion occurred. The 80% stenosed target lesion was located in the mid left anterior descending artery (lad). A comet pressure guidewire was used but was unable to cross the target lesion due to calcification. The procedure was completed with another of the same device. No patient complications were reported in relation to this event. However, returned device analysis revealed coat peeling.